Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were sediments on the back of the intraocular lens (iol), which stick on the surface. It was reported that there were deposits or fringes in the region of the fold. The surgeon cannot remove them. The patient was discharged the same day after the operation. The iol remains implanted. One week post-op, the patient had no problems (vision 1.0) and didn¿t want to use drops anymore. A narrow pupil and a fine vertical gradient line on the iol was observed. No additional information was provided to abbott medical optics.